Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, 12 lead ECG functionality testing, and multiple 12 lead acquisitions without duplicating the malfunction. The configuration was reset to factory default settings as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device logs could not be performed due to the logs being corrupted.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device restarts/reboots itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.